Manufacturer narrative:
D9: device received on 6/10/2025. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump had not recognized that a cassette was attached to the pump. Per reporter, the air detector had been turned off while the upstream sensor had been activated, and the tubing was primed manually. The event occurred at the hospital. There was no patient involvement.